Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) had stored several episodes that were treated with multiple anti-tachycardia pacing (atp) followed by one shock. The physician suspects that this is due to ventricular tachycardia (vt), however, the field representative suspects it is due to atrial fibrillation (af) conduction as the rhythm is too unstable to be vt. It was noted that the patient undergone a vt ablation recently. Technical services (ts) was consulted to review device data. Ts reviewed the available electrogram (egm) and found there was a change in r-wave morphology however, the device operated as programmed. No conclusion could be made regarding the specific type of arrythmia. At this time, the device remains in service. No adverse patient effects were reported.